Event description:
It was reported that during a right hemicolectomy vls, in the packaging phase of the ileocolic lateral anastomosis, the suturing machine with blue refill sutured only the colic part, they left part of the anastomosis open. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Investigation summary: this is an analysis of two photos submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the first photo shows tissue supported by surgical instruments with significant bleeding. The second photo shows tissue and a surgical instrument. In addition, what appears to be a malformed staple was observed in the tissue. Based on the photos the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished psee60a with lot number x94x82, and no non-conformance's were identified. Manufacturing date: 05/05/2022. Expiration date: 04/30/2025.

Manufacturer narrative:
(B)(4). Date sent: 10/11/2022. D4: batch #766a17. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with an ecr60b reload present. The reload was received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.